Event description:
Allegedly, patient was revised due to lysis-stem/lysis-socket/adverse soft tissue reaction to particulate debris. The cup, head, stem and neck have been revised from patient. Revision njr number: (B)(4); side:r; primary asa: p2 - mild disease not incapacitating.